Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon was assembling the cta head and stem on back table. While malleting the implants together the blue plastic flakes broke off onto the back table. There was some evident damage to the assembling tower. The surgeon also washed off the implant to possibly remove any residual particles. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.